Event description:
It was reported pt experienced a shocking or jolting sensation. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).